Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on system was explanted due to the patient developing a hematoma and infection. On (B)(6) 2018 the infection was cleared and a new system was implanted. The patient was fine post surgery.